Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 299 mg/dl. A system check was performed with tandem technical support and air bubbles were observed within the infusion set tubing. Reportedly, the customer primed the tubing to address the issue.